Manufacturer narrative:
(B)(6).

Event description:
It was reported that deployment of a closure device through a kinked sheath occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device with delivery system (wds) was used as well as a watchman access system (was) double curve. The closure device was recaptured after the initial deployment for repositioning. Upon recapture a kink was observed in the was. The closure device was again deployed and the procedure was successfully completed. No patient complications were reported.